Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, after an unexpected sound was heard from the device, the amount of morcellation decreased and speed of device became slower during morcellation of the myoma. Although the device was rotated reversely, the incident occurred again. It was found that myoma got stuck in the sheath. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade was not seized and the returned blade passed the sharpness test. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.